Event description:
In 1981, this 51-yr-old female underwent reconstruction of the right breast with insertion of a silicone breast implant. On 5/17/94, the pt underwent removal of a ruptured right breast implant. The pt was unharmed.